Manufacturer narrative:
The 5/9/2016 followup: contact reported the customer experienced low blood glucose (bg) levels from mid 60's to 90 mg/dl range. The customer consumed carbohydrates to treat low bg levels. The contact reported that they believed the low bg levels may have been tied to a medication that customer was taking which had a side effect of diarrhea. Once the medication was stopped, low bg levels normalized.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported having low blood glucose levels. Customer was confident it was a pump settings issue and declined troubleshooting.